Event description:
After an implantation period of approx. 78 months, loss of capture was observed. The patient was hospitalized.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Available follow-up data from june 16, 2022 at 11:11 am documented that capture control was programmed to on. The stimulation amplitude was 1.0 v resulting from the last threshold measurement value of 0.5 v plus the programmed safety margin 0.5 v. The manual threshold measurement on that day revealed a threshold of 0.8 v. The lead impedance trend showed fluctuating lead impedances since (B)(6) 2022. However, based on all data available for analysis, the root cause for the clinical observation could not be determined conclusively. Should additional relevant information become available, the investigation will be updated.